Event description:
It was reported that the patient faced an event with infusion set where infusion set had bent canula and patient reported high blood glucose levels of 234 mg/dl on (B)(6) 2026 and got treatment through external insulin.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.